Event description:
When attempting to remove the catheter after posterior wall repair surgery, resistance was felt. The catheter was pulled until it broke. Surgeon is asking for I-flow recommendation, whether to perform a second surgery to remove the catheter or to leave the catheter inside the pt. Based upon the amount of catheter remaining, co suspects up to 12 inches may still be inside the pt. A conference call was held with the marketing manager at facility to discuss the incident. No data is available to support the effects of leaving an approximate 12 inch catheter segment inside the body. No recommendation can be made due to unknown variables such as catheter fragment location and risk of a second surgery to remove the fragment versus risk of leaving the catheter inside.